Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Abiomed's medical safety officer reviewed the patient's outcome and it was determined that the patient demise would be reported under the impella 5.5 (serial number (B)(6)). A manufacture device report will be sent to reflect the 5.5 and the death. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that a physician elected to place impella cp for cardiogenic shock. It was noted that as impella was being opened the patient began to brady down, atropine was given, however the patient did not respond. The cardiopulmonary resuscitation (CPR) was started. Return of spontaneous circulation (rosc) was achieved but in ventricular tachycardia (vt). The patient was defibrillated once; CPR was stopped temporarily for pulse check when impella was on the wire at the peel-away sheath. Vt again - encouraged team to hold defib at this time, impella loaded over wire in left ventricle (lv) and on in auto. Impella flows ramping up, patient was defibrillated once and rosc was achieved with accelerated junctional rhythm. The impella was locked down with prolapsed wire to verify position as it was originally deep in the lv with CPR. Position optimized after groin dressing. Additionally, it was noted that following suturing of the blue suture hub, a final echocardiogram was being completed to optimize positioning as some arrhythmia was noted on the monitor. The patient vf arrested requiring a single defibrillation. Following the defibrillation, there was a shadowing noted on the aortic leaflet on transesophageal echocardiography. Lv appeared free of clot and 2 anesthesiologists stated there was no evidence of clot on induction or throughout any of the procedure. 2nd anesthesiologist had shown me the mitral valve prior with moderate mitral regurgitation (mr) noted and an odd appearance around the mitral leaflet that he was originally concerned the mitral valve had a tear in the leaflet. However, following the echocardiogram he and the ic / ctx stated that was likely due to the low flow state, high pa pressures and mr. No clot was observed elected to proceed with the implant. Following the implant - dr's both stated they are not sure if this is a clot-like substance or not. They elected to resume heparin at a fixed rate in cardiovascular intensive care unit and will follow on echocardiogram daily. Ultimately, the patient was escalated to a 5.5. The patient's demise is associated with the impella 5.5 device accordingly under complaint file (B)(4).